Event description:
It was reported that when using the bd pyxis¿ es server the primary ID stuck as pre-admit until patient was discharged. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was stuck as pre-admit because a cancel patient admit message was sent following an a04 message. A technical support specialist found that an a27 message put the admitted patient into pre-admitted status. The customer verified the functionality of the device after the technical service investigated the issue. The system functioned as intended after the technical support specialist troubleshot the device.